Manufacturer narrative:
(B)(4).

Event description:
A (B)(6) female patient with severe mitral regurgitation and moderate to severe tricuspid regurgitation was scheduled on (B)(6) 2016 for mitral valve replacement and tricuspid valve repair. A 29 mm epic mitral valve was placed. On echo, after initial placement, there appeared to be an intra-valvular leak where one of the prosthetic leaflets appeared to be somewhat retracted. The surgeon opened up the previous left atriotomy incision and examined the mitral valve again. He tested and could not identify where the source of the intra valvular leak was coming from. This process was done twice. The 29 mm epic mitral valve was explanted and replaced with a 27 mm medtronic mosaic porcine heart valve.

Manufacturer narrative:
(B)(4). The investigation concluded the cusps were unable to coapt completely, as a pinhole and central leakage jet were observed at the central apex of the cusps during hydrodynamic testing performed after the valve was returned to sjm. Despite the observed pinhole, valve met the minimum requirements for leakage, regurgitant fraction, and eoa in final product tests. The valve also met the minimum requirements when tested following the steady flow method used during in-process inspection of valve performance. There was no evidence found to suggest there was an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The valve underwent steady-flow hydrodynamic testing during the manufacturing process. The valve was approved, and would had been scrapped if a central opening resulting in a leak was present at that time. The cause of the reported event remains unknown.